Manufacturer narrative:
Date of report: 21may2021. There was no patient involvement.

Event description:
It was reported that the ventilator had an error code machine and proximal pressure sensors failed. There was no patient involvement.

Manufacturer narrative:
B4:13jul2021. Information was received that the customer declined service/repair of the device. No further information was received.